Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, it was discovered that there was no set screw packaged with the stem. An additional stem was opened for the set screw to finish the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. Device history report was reviewed and no discrepancies were found. Investigation conclusion determined the root cause of the event is a manufacturing issue that is the subject of an issue evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.